Event description:
Patient reported for past 3 infusions the curlin pump has given constant error messages of air in line and occlusion. She had different nurses each day. When lines were checked no issues were found. This made infusion take significantly longer than normal but she was able to complete her infusions. Pump replacement order scheduled for delivery on 4/24/26. Indication: chronic inflammatory demyelinating polyneuritis. No missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.